Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that there was an issue with the lead conductor. The proximal ring in the trifurcation has discoloration of the proximal ring. If information is provided in the future, a supplemental report will be issued.